Manufacturer narrative:
The devices remain in the patient. A review of the manufacturing records for both lots was conducted. The review of the manufacturing records verified that both lots were processed normally and pre-release specifications were met.

Event description:
Approximately 48 hours following implantation of two viabahn devices to re-line occluded bare metal stents in the sfa, both viabahn devices occluded. The physician left the occluded devices in place and implanted a surgical bypass graft. This was the third procedure for acute thrombosis in this patient. Two years prior to implant of the bare metal stents, a balloon angioplasty had been performed. The patient was not hypercoagulable and is currently not on anticoagulants.